Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A replacement interval window was provided for this s-ICD. This device remains in service. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.